Manufacturer narrative:
B3: event was reported to have occurred on an unreported date in late (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing during treatment. It was not reported if the patient was retrained for proper aseptic technique. No additional information could be provided as the reporter declined follow up.